Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving patient notifier; the patient was experiencing light headedness. Upon device interrogation, an alert for low impedance was noted on the left ventricular lead. There was a measurement for low impedance noted on (B)(6) 2016 only; there were no additional out of range measurements before or since. In clinic measurements were in range. No intervention was performed; the patient would continue to be monitored.

Event description:
New information received indicated that patient left the clinic feeling fine.